Event description:
This ra lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2017 due to impedance of greater than 3000 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).